Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On november 18, 2004, the patient contacted lifescan alleging that her one touch ultra meter was prompting the error 4 message. According to the owner's manual, the error 4 prompt would indicate that the patient either had high glucose, tested in an environment near the low end of the system's operating range, the test strips may have been damaged or moved during testing, or the sample was improperly applied. The patient did not allege harm. There is no information to suggest that she experienced injury. The patient went to his physician's office to acquire help with her meter and was administered medicine for high blood glucose. She was unable to recall the result obtained at the physician's office. She was unable to specify if she had high or low blood glucose symptoms during the time of concern. The customer care representative (ccr) verified that the patient was using correct testing technique, the approximate room temperature when the readings were taken was within range, and had test strips that were in good condition. The ccr walked the patient through a retest and the meter prompted the error 4 message. Based on the information supplied by the patient, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter and test strips were replaced.